Event description:
It was reported three aneurysms were treated with coiling. Complete occlusion was observed for all three aneurysms. No technical complications were experienced. At discharge the patient¿s condition had worsened and he was discharged with moderate disability. No re-treatment was reported. No other information was provided.

Manufacturer narrative:
Anticipated procedural complication.. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Neurological deficits are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.